Event description:
It was reported, "caller stated they are currently using product code 0652034 lot#asgxfc006 for CT power injections and have noticed that the psi is starting to rise close to 300psi. Caller states they verify all ports to ensure they are power injectable and inject at 5ml/s. Caller states they do not know when the power injector was last calibrated."

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.